Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An administrator reported the return of a patient interface (pi) indicating a loss of suction occurred for a lasik corneal flap procedure. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information, but no response has been received. No further details on the reported event are available. With limited information no root cause could be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional information, but no response has been received.